Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent cauterization procedure due to bleeding at device pocket one day post implant procedure. The patient was in antithrombotic drug therapy and was fine post procedure.